Event description:
The duck bill valve inside of the manifold did not open when it was supposed to. The respiratory therapist tested the bag prior to use and the valve did not open. The manager of respiratory therapy did try to squeeze the bag harder and with greater pressure and the valve did open. We tested every adult resusitator we have and found 5 bags with the same problem.what was the original intended procedure?airway management.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.